Event description:
Patient implanted with clickx construct in (B)(6) 2012. Consultant reports patient was scheduled for revision due to broken rod on patient''s left side on (B)(6) 2012. It is reported that, after the exposure had been performed, the surgeon then noticed that several of the locking caps had come loose. Surgeon opted to remove the entire construct and revise patient to the depuy expedium 6.35 construct. It is reported surgeon was satisfied with the end result. This is 2 of 7 reports.

Manufacturer narrative:
Date of implant was reported as (B)(6) 2012. A manufacturing evaluation was conducted. The visual investigation shows wear and marks caused after use. The dimensions were as far as possible checked. All measured dimensions passed the specifications successfully. The device history record review shows that the device met the specifications at the time of manufacturing.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn

Event description:
This report is #2 of 7 for complaint (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes: mni, kwp, kwq, nkb. The manufacturing documents were reviewed and no complaint related issues were found. One locking cap was returned locked to a poly head and fractured hard rod. The remaining caps were received not assembled to any other components. As stated in the comments of the complaint, there is no information regarding which locking caps were discovered loose. The soft rod was not returned for evaluation. There is no way of knowing if the torque-limiting handle was used during the original surgery. If it was not used, the locking caps can potentially become loose and back out. The materials that the 498.570 and 498.158 are manufactured from are adequate for their intended uses.